Event description:
This event occured during plasma adsorption treatment performed on a patient in japan. Plasmaflo op is identical model to plasmaflo op-05w(a) marketed in us. The underlying disease was tafro syndrome. On (B)(6) 2024, the patient's symptoms of tafro syndrome worsened, and plasma exchange treatment was conducted using plasmaflo op. Futhan (nafamostat mesilate) was used as the anticoagulant. Noradrenaline was not administered continuously, and there was no hypotention during the plasma exchange treatment. Plasma exchange was performed a total of seven times. On (B)(6) 2024, plasma adsorption treatment was performed due to high bilirubin levels. Chdf (continuous hemodiafiltration), which had been performed until starting plasma adsorption, was stopped and blood was returned. At that time, the blood pressure was 110-130 mmhg. The blood pump was started in order to perform plasma adsorption treatment using plasmaflo op and plasorba brs-350, which is not marketed in us. The blood pressure at the start was 111 mmhg. The blood pressure began to decrease slowly. Lactate was 2 mmol/l. At 11:23 am, immediately after the start of plasma adsorption treatment, the patient's blood pressure dropped to below 80 mmhg. The continuous administration of noradrenaline was changed from 1.5ml/h to 1.8ml/h. The patient's blood pressure rose from the 70 mmhg range to the 80 mmhg range, but then dropped back to the 70 mmhg range. Lactec was administered to maintain the blood pressure at the 80 mmhg range. At the time, the patient was conscious and able to speak. At 12:55 pm, the patient's condition suddenly worsened. The blood pressure dropped to the 50-60 mmhg range. Plasma adsorption treatment was stopped and only the blood pump was operated. 100 ml of replacement fluid was administered. The patient went into shock, and emergency treatment was performed. (One shot of noradrenaline, neosynedine, etc.) Ph was 7.1. At 13:04 pm, blood was returned to the patient. Blood pressure did not return to normal. Ph was 7.2, and lactate was 10 mmol/l. At 17:00 pm, blood pressure was in the 30-40 mmhg range. At 18:30 pm, the patient was confirmed dead.

Manufacturer narrative:
Survey of the returned product and manufacturing records. The complaint product was discarded. The lot number was unknown. Cause investigation could not be conducted. Physician's comment: the physician determined that the death was due to septic shock caused by portal venous gas provoked by the hypotension. The physician commented causal relationship between hypotension and the used of plasmaflo op was unclear because it is unable to determine whether the hypotension was caused by the product or was due to extracorporeal circulation. Company's comment: the cause of the hypotension may be due to the membrane or extracorporeal circulation; however, the cause of this event could not be identified. The cause of death was reported to be septic shock caused by portal venous gas provoked by the hypotension; however, the patient originally had an intractable disease called tafro syndrome, and it can be assumed that the septic shock was caused by the worsening of the underlying disease. Furthermore, because no symptoms of hypotension occurred when plasma exchange was treated alone, the relevance of plasmaflo op to the condition is considered to be extremely low. Hypotension is described as one of the side effects in "f. Warnings" of IFU. We will continue to monitor the occurrence of similart events carefully.